Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent a breast augmentation revision with a mentor memorygel 300cc silicone prosthesis experienced right-sided baker¿s grade iii capsular contracture, and left sided unacceptable cosmetic appearance of the nipple areolar complex post procedure. The patient stated right sided tightness and occasional pain, lifted and shrunk. The capsular contracture was confirmed via physical examination. As a result patient underwent replacement of the right side with the mentor silicone prosthesis and on the left, patient had nipple areolar scar revision on (B)(6) 2021.